Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a problem with the input ports. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a problem with the input ports. It was indicated that the epg had other damaged external components. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.